Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument and found the source of the fluid leak was from reagent probe b. The fluid leak was contained to the instrument. The fse replaced the reagent probe b wash collar valve (solenoid valve) to resolve the leak issue. (B)(4).

Event description:
The customer reported finding fluid in the reagent carousel compartment on a unicel dxc 600i synchron access clinical system. The customer was unable to determine the source or volume of the fluid. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.